Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device initially displayed a longevity of 17 months, but a few minutes later the device had changed polarity and the longevity dropped to one month. Additionally, the right ventricular (rv) lead exhibited high thresholds and impedances, and a possible fracture. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.